Event description:
Plusieurs incompatibilités entre des poignées universelles (réf(B)(4)) du viseur tls et des crochets pointe à pointe tibiaux (réf (B)(4)) ou fémoraux (réf (B)(4)) ont été signalées : lors de la visée, il existe un décalage entre la pointe de la broche et la pointe du crochet. Several incompatibilities between the tls universal guide handle (ref (B)(4)) and the tibial (ref (B)(4)) or femoral (ref (B)(4)) guide point to point have been noticed: there is an offset between the tip of the pin and the tip of the tibial or femoral guide.